Event description:
Caller reported a minimum fill notification. There was no adverse impact to the customer's blood glucose level. Customer was advised by technical support to maintain a minimum of (B)(4) units when reloading a cartridge and to clean the pneumatic tap area. Caller successfully loaded a new cartridge onto the pump and resumed insulin delivery after following guidance, resolving the issue.